Event description:
Boston scientific received information that, shortly after implant, this right ventricular (rv) lead displayed high out of range (oor) shock impedance measurements in all three vectors. Technical services (ts) suggested performing an x-ray, and a low shock test to assess whether this is a connection issue or lead issue. This patient will be followed-up within the near future. There were no adverse patient effects reported. Subsequently, the physician delivered a 1.1 joule shock, and impedance measurement was 46 ohms. Shortly after the delivered shock, the impedance again increased to greater than 125 ohms. Ts reviewed an x-ray and discussed there could potentially be underinsertion. Ts requested a save all to disk, a memory download, and a better x-ray or fluoroscopy be performed to better evaluate lead insertion into the header. At this time, however, no further intervention is planned. The physician elected to discharge the patient due to normal impedance measurements after the low energy 1.1 joule shock. The patient did not receive any therapy with his previous device, so the physician did not feel this was an urgent matter.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.